Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: when drawing up infliximab in syringe bd 50 ml, the liquid ran past the pestle. Colleague was attentive and only 1 drop spilled on glove and no infliximab lost.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: when drawing up infliximab in syringe bd 50 ml, the liquid ran past the pestle. Colleague was attentive and only 1 drop spilled on glove and no infliximab lost.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/3/2021. H.6. Investigation: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. We are still looking for them and should they be located we will re-investigate. Retained samples from the same lot number has been evaluated, upon visual inspection of the samples received no defects can be observed. Plunger is correctly assembled in all the samples. After testing, all samples were disassembled and none of them presented any molding defect in the plunger. Leak test is carried out with the samples all results were found to be acceptable with no leaks identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for reported lot 2104024, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time.